Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a stone retrieval procedure performed on (B)(6) 2021. During procedure, the sheath frayed at the distal section where the basket meets the sheath. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.